Event description:
The customer reported that they were unable to deliver a 2j synchronized shock to a pediatric patient. There was no report of negative impact to the involved patient.

Manufacturer narrative:
The customer reported that they were unable to deliver a 2j synchronized shock to a pediatric patient. There was no report of negative impact to involved patient. The review of the event file during the investigation revealed that the customer successfully delivered a shock and converted the rhythm at 15j. In addition, the hospital's biomedical engineer evaluated the device, and it passed all testing. The unit was returned to service. The results of the investigation indicate that there was no malfunction of the device.